Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd representative in japan received a sample from customer facility for investigation. The sample was evaluated visually and the customer¿s indicated failure mode for leakage was observed. Photos were provided to bd manufacturing site by the bd japan representative for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked from the rubber sleeve of bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle. No blood exposure to mucous membrane. No injury or medical intervention.